Manufacturer narrative:
Concomitant medical products: 5072-52 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a shock for fast ventricular tachycardia (fvt) and ventricular tachycardia (vt) that was possibly supra ventricular tachycardia (svt). It was also noted the r waves decreased on the right ventricular (rv) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.